Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, the groove pin came loose and was rubbing, causing metal shavings. A new groove pin was installed and other preventative maintenance was performed.

Event description:
It was reported that the cement gun had metal shavings falling from it during a procedure. There were no allegations of adverse consequences and no indication that anything fell into the surgical site.